Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that the implantable pulse generator (ipg) "time for generator change" and "battery estimate was 16 months and....recently had it checked and was surprised as the device was at "low power" and "they aren't able to check the leads until the procedure date". The ipg will be explanted and replaced. No patient complications have been reported as a result of this event.